Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient that their desktop connector pin broke off. No symptoms were reported at this time. On 2017-03-16, additional information was received reporting that the patient was having poor/no telemetry with recharging and their stimulator was not charging for about two weeks or so ((B)(6) 2017). It was reported that the patient was experiencing burning and stabbing in their legs, which they've had prior to being implant (since 2000), and needed to have their ins on. It was reported that they tried to charge the ins and nothing was happening. The patient didn¿t have their equipment with them for troubleshooting purposes and couldn¿t recall what screen they saw on their patient programmer. It was reported that it had been a while since they last charged successfully. It was reported that they had to have a connector pin replaced and hasn¿t been able to charge well since. It was reported that the patient would call back when they had their equipment with them. The patient was advised to follow-up with their healthcare provider regarding a possible overdischarge. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's heathcare provider (hcp) reported that they received a follow-up letter from the manufacture regarding the patient's recharging issue but had no knowledge of the event. The hcp called the patient to determine what had happened and the patient re-iterated how they were unable to charge the ins. The hcp wanted to know how to fix the issue. Over-discharge recovery was reviewed and it was noted that the patient's ins was past the 9 year end of service (eos) mark.